Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest immediately following dialysis treatment and subsequently expired. The events were allegedly caused by one of the product which was administered for the dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.